Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the device logs was performed with a high drain 104 alarm noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. A short simulated therapy was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported problem was identified during evaluation but the cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 104 alarm. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to (B)(6) of the maximum prescribed cycle fill volume. The ultrafiltration for cycle 4 was 5363 ml and the prescribed fill volume was 3000 ml. The technical service representative and registered nurse helped the home patient to clear the alarm. The technical service representative explained the alarm to the registered nurse. The registered nurse advised the home patient to use (B)(6) only for therapy tonight and would like the homechoice device swapped as precautionary measure. The registered nurse will program the new homechoice. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.